Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise which led to inappropriate mode switches. The noise was not able to be reproduced in clinic. No intervention or patient symptoms were reported. The patient would continue to be monitored.